Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
When the balloon of the cypher was delivered to the target lesion and inflated up to 16atmospheres (atms), the balloon ruptured. The target lesion was proximal left anterior descending artery (lad). The lesion was a de novo, moderately calcified and slightly tortuous. There was 99% stenosis. The procedure was an emergent case due to acute coronary syndrome (acs). Pre-dilation with a balloon catheter (apex 3.0/10mm) and ivus were conducted. The stent delivery system (sds) was advanced and placed in the lesion. Upon inflation, the balloon ruptured. The rupture was confirmed by decreasing pressure of the inflation device and the back-flow of blood into the inflation device. The sds was retrieved from the patient and the physician confirmed the balloon was ruptured. To finish the procedure, post-dilation was conducted with a bc (quantum maverick 3.5/12mm). The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.